Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was returned for evaluation. Upon visual examination, the tubing was observed to have two cuts/holes. Although the returned product visually confirmed the two cuts/holes in the tubing, the exact root cause was not able to be determine. However, after further evaluation from the extrusion department, it does not appear to be related to any part of the extrusion or manufacturing process. It should be noted that due to cuts being evenly spaced, it appeared that the tubing had possibly been inserted into another device. Since there are no other complaints of this nature against this item or tubing, this is considered to be an isolated incident. A review of the discrepancy management system (dsms) database was unable to be performed as the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on a new complaint case and an updated procedure, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B.braun has conducted a retrospective review for all complaints of similar nature in accordance with b. Braun internal procedures.

Event description:
As reported by user facility: blood set was observed to have a hole in the tubing between the blood filter and hand pump. No patient injury. Note: the picture provided by the customer indicates possible leakage.